Event description:
An endurant stent graft system was inserted in the patient for the endovascular treatment of a 6.2cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure another manufacturer's wire would not pass completely thru the wire lumen of the delivery system. The physician removed the device without injuries to the patient and used another device successfully with the same wire. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).